Manufacturer narrative:
(B)(4). Several attempts were made to get more detailed information and to get access to the dialysis machine for technical inspection. However, these requests were denied by the facility because the risk management department was investigating the case. Additional phone calls and email follow ups were made with to the facility's risk management department to obtain information about the incident and the investigation, and once again, no information was shared with b. Braun (B)(4) regarding the investigation. However, during one of the phone calls, it was communicated verbally "that the dialysis machine was not suspected to have caused or contributed to the patient's death." All available information associated with this event was forwarded to the equipment manufacturer b. Braun (B)(4). The machine trend files were submitted to the manufacturer for their review. Based on the review of this information the manufacturer indicates that the analysis of the data files showed that the therapy terminated prematurely after 23 minutes. During the therapy the arterial pressure, measured by the machine decreased continuously and the venous pressure increased leading to multiple pressure alarms. Due to these alarms, the dialysis machine switched into patient-safe mode. The blood pump stopped, the safety air clamp closed and the machine operated in bypass mode. The alarms were quickly acknowledged by the operator and the therapy continued until it was terminated prematurely by the operator. The trend data analysis shows that the dialog+ dialysis machine operated as intended. There was no malfunction. Based upon the review of the trend file and information communicated by the facility, the unit operated as intended. If additional pertinent information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). In a follow up with the facility, the reporter stated that their risk management department can not release the actual device and/ or any information at this time for evaluation pending the results of their internal evaluation. The investigation is on-going at this time. A follow up report will be provided when the evaluation results are available.

Event description:
As reported by the user facility: on 9/8/2015 customer biomed reported that a patient expired during therapy on (B)(6) 2015.